Event description:
On (B)(6) 2010, this patient underwent an emergent endovascular procedure using a gore® tag® thoracic endoprosthesis (tg3420/06839571) to repair a thoracic aortic aneurysm with diameter of 55.9 mm. During the procedure the right external iliac artery was dissected and repaired by implanting a bare metal stent. It is unknown which device caused the dissection; however it was reported that no gore® sheath was used during the procedure. No further adverse events were reported. On (B)(6) 2010, a type ii endoleak of unknown origin was confirmed, and the physician elected to monitor the patient. The patient was discharged on the same day. Subsequent follow-up examinations showed that the endoleak persisted, and on (B)(6) 2013, a three year follow-up examination revealed that the aneurysm enlarged to 63 mm. It was reported that no endoleak was observed. The physician elected to monitor the patient. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.